Event description:
(B)(4). My doctor insisted I have the essure instead of a tubal ligation. Since having the essure which was put in in 2013, my periods have been horrific. 7-10 days of heavy heavy bleeding, cramping which is unbearable, headaches that I never use to get. Totally exhausted , while on my period I can push out blot clots the size of my hand. Nausea, light headedness, bloating. I soak through a super tampon and large pad with 35 mins. Just recently at my last annual exam, my doctor told me that my uterus is swollen like I'm 10 weeks pregnant. I am not pregnant, but I should not be swollen like that. I have also learned that at the age of (B)(6), I now have to have a hysterectomy and also have my fallopian tubes taken out due to having the essure implanted.